Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: ios / ios_iphone 14 / 2.9.1 / ios 26.1.

Event description:
It was reported that intermittently, a cartridge alarm occurred during insulin delivery after exposure to device magnets. Tandem technical support educated caller about avoiding magsafe magnets to prevent future alarms. The customer experienced an elevated blood glucose (bg) level of 501 mg/dl. Bg level was addressed with a correction bolus via the pump. Customer reloaded the existing cartridge to resolve the issue.